Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to death. The patient died at home. Prior to the patient's death, therapy was ongoing; however, the patient was not performing therapy at the time of death. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter and an evaluation was performed to investigate the reported event. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. The device pneumatic system analysis revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.